Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Customer reloaded the cartridge and declined to perform further troubleshooting with the technical support team.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.